Manufacturer narrative:
Pump passed self-test. No audio/vibrate/absence of alarm anomalies noted during testing. Pump successfully download history and traces using thus and carelink. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2 and lcd assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case and cracked case-corner of belt clip rails. Audio/vibrate anomaly/absence of alarm not confirmed. Cosmetic damages were noted during testing. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they insulin pump had received beep anomaly. Customer¿s blood glucose level was 7 mmol/l. Customer stated that the did hear beeps when audio volume settings were saved. Customer also stated that the did not hear the differences between the two audio beep volumes. Customer troubleshooting was performed. The insulin pump will be returned for analysis.